Manufacturer narrative:
This report is filed on august 21, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012; the patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced abnormal sound quality and shocking sensations with stimulation, leading to device non-use. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6) 2012.